Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /right lower pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 627753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go conformation test". Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstruation issues") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and dilation and curettage of the uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, menstrual disorder, uterine leiomyoma, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff currently planning for removal. Patients received treatment for pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: 627753 manufacturing date:2008-08 expiration date:2010-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /right lower pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 627753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go conformation test". Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstruation issues") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and dilation and curettage of the uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, menstrual disorder, uterine leiomyoma, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff currently planning for removal. Patients received treatment for pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2021: medical record received : reporter information, removal date, removal surgery added to pelvic pain event and action taken were added case become non serious to serious incident. Event menorrhagia seriousness criteria updated as serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.